Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the error. As a result the hard drive was reimaged and the software was reloaded and updated.

Event description:
It was reported that the programmer displayed an error message after booting up. The programmer was returned for repair. There was no patient involvement.